Manufacturer narrative:
Film evaluation summary: the cause of the aneurx migration leading to the proximal type I endoleak, and the cause of the current type iii junctional endoleak, could not be determined from the single image provided. The anatomy at implant is unknown, earlier post-implant films were not available for review and comparison, the amount of initial component overlap is unknown, and images during the intervention which resolved the type iiia were also not returned. A single non-contrast image confirmed that another manufacture¿s fenestrated stent graft was seen placed several cm¿s above the renals, extending distally into the aneurx bifurcate. The distal end of the non-medtronic device was angulated ~60 ¿ 70 deg, relative to the proximal margin of the aneurx, and there appeared to be no overlap between the two devices and a likely type iii junctional endoleak. It is possible that aneurysm morphology changes with resulting increase aortic <(>&<)> stent graft angulation may have led to the component detachment. Disease progression and morphology changes may have also caused the earlier reported migration and proximal type I endoleak. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 7.5 cm in diameter abdominal aortic aneu rysm. The patient later had an intervention to treat the migrated stent graft and proximal type I endoleak with another manufacturer¿s fenestrated stent graft. It was reported that the patient presented emergently with abdominal pain. The CT revealed that the aneurx stent graft and the other manufacturer¿s fenestrated stent graft had a type iii separation endoleak. Currently the aortic neck is angulated 60 degrees. The physician elected to implant two endurant aortic cuffs and a bifurcated stent graft from another manufacturer. The type iii separation endoleak was resolved. Per the physician, the cause of the migration and proximal type I endoleak were due to patient anatomy; tortuous anatomy. No additional clinical sequelae were reported and the patient is fine.